Manufacturer narrative:
The patient monitor became available for evaluation approximately one month after the day of the occurrence. The mindray representative was unable to duplicate the reported issue. Due to the lapse of time (over a 1-month interval), no logs evaluation could be conducted as the data for the day of occurrence was unavailable. In conclusion, no issues with system performance were observed.

Event description:
It was reported that on (B)(6) 2023, the saturation was set during newborn (manual ventilation) resuscitation. The pm-60 monitor initially picked up the signal correctly; however, sometime later, it was lost, and the monitor switched to standby. No patient injury was reported.